Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents and motor position encoder error alarm due to motor error alarms. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer also had blood glucose level of 324 mg/dl. The customer was mentioned motor error and a motor position encoder error. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Troubleshooting was performed for motor error. Customer declined to troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.